Event description:
It was reported that the physician believed that the patient was not receiving therapy. No additional relevant information has been received.

Event description:
Additional programming data was received. Based on available information, premature depletion is not suspected.

Event description:
The neurologist alleged that the patient's device is depleting prematurely. Based on available programming data, premature battery depletion is not verified. Additional programming data has been requested but no additional relevant information has been received to date. A review of device history records for the generator shows that no unresolved non-conformances were found.